Event description:
Litigation alleges patient had pain, weakness and increased metallic ions after asr hip implant.

Manufacturer narrative:
MFR # rejected as a duplicate of this product: 1818910-2012-73221.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 3/27/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and what was thought to be a loose stem, but it ended up being well fixed and ingrown. There was no mention of increased metal ions in the revision operative note. The cup reported on this wpc was eventually revised on (b)() 2011 (B)(6) for loosening and metallosis. There is no new additional information that would affect the existing MDR decision.